Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a bard composix l/p mesh. The attorney's report alleges injury, chronic pain, nerve damage (rsd), and disability.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.